Event description:
Complainant alleged that during biomed testing the device's display was distorted and becomes blank with only a green dot visible. Complainant indicated that there was no patient involvement in the reported malfunction.